Event description:
It was later reported that the patient did not undergo any surgery or any other treatments that could potentially cause damage to the device. Based on the available information, there is no definitive root cause to the event. The likely cause of the event (cannot be confirmed) is most likely due to a transient high current event. The mechanism resulting in the event has not been determined. No other relevant information has been received to date.

Event description:
Internal data was reviewed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patients' generator was at 90 percent on (B)(6) 2024. But on (B)(6) 2025, the battery had depleted to near end of service. No relevant surgical intervention to date. No other relevant information has been received to date.